Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure being performed: lap appendectomy. Incident description: when surgeon pulled the handle to fire the first clip during the lap appy, there was a loud pop sound and no clips were being dispensed. A piece of the clip applier was found on the floor. Device will be returning. Had to open new clip applier. No patient injury. Medwatch #(B)(4) was received on (B)(6) 2018 via mail. When the doctor pulled the handle to fire the first clip during laparoscopic appendectomy, there was a loud pop sound and no clips were being dispensed. A piece from the clip applier was found on the floor. A new clip applier had to be opened. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Patient status: no patient injury.

Event description:
Procedure being performed: lap appendectomy. Incident description: when surgeon pulled the handle to fire the first clip during the lap appy, there was a loud pop sound and no clips were being dispensed. A piece of the clip applier was found on the floor. Device will be returning. Had to open new clip applier. No patient injury. Medwatch # (B)(4) was received on 17sep2018 via mail. When the doctor pulled the handle to fire the first clip during laparoscopic appendectomy, there was a loud pop sound and no clips were being dispensed. A piece from the clip applier was found on the floor. A new clip applier had to be opened. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the user unintentionally actuating the device with the pull tab still inside the handle. This can cause the trigger to break, which would cause the device to be unable to load clips. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).